Event description:
An optometrist reported that one month following bilateral lasik surgery, the patient presented with anterior basement membrane dystrophy in both eyes. The patient reported blurry vision; worse in the right eye. An epithelial debriment was performed to treat the event. Bandage contact lenses were placed, and additional eye medications were given to the patient following the debriment. In a follow up, the technician reported that the patient's epithelium had improved one week following the debriment. The patient did not show for his last scheduled postoperative visit, per the technician. The patient will be contacted to reschedule the visit. There are two medical device reports associated with this event. This report is for the left eye.

Event description:
In a follow up, the optometrist reported that the ambd has improved in both eyes; however, there were still some epithelial defects. If these do not improve, the surgeon is considering a second debridement.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Evaluation summary: a review of the logfiles showed that all treatments were completed to 100 % and all laser system functions were within specifications on the date of treatment. The system history showed that the laser was successfully verified prior to, and after the date of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The technical investigation shows that the device met the specifications. The root cause cannot be determined conclusively. (B)(4).

Event description:
Additional information was received from the optometrist, who reported that the patient had healed from the debridement, but still had some decreased vision due to heaped epithelial surface. The event is expected to resolve with time, once the epithelium surface 'events out."

Manufacturer narrative:
(B)(4).